Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely underlying root cause of high control result is due to improper storage: strips left outside of vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred immediately upon strip insertion. During the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 produced result of e-3 immediately upon strip insertion. Customer did not have a new vial of test strips available. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is unknown. Adverse event not reported at time of call on (B)(6) 2016.